Event description:
Customer's spouse reported via phone call that customer was hospitalized on (B)(6), 2015 with blood glucose of 700 mg/dl. Customer was hospitalized due high blood glucose. Customer was hospitalized for two weeks and was treated with manual injections. It was reported that insulin experienced keypad anomaly. It was reported that the act and esc buttons were hard to press. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to flattened up and down arrow, act and escape buttons. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.